Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthese joint reconstruction, or its employees caused or contributed to the potential event described in this report. Clinical code: fatigue (e2312) is used to capture weakness and fatigue. - unspecified tissue injury (e2015) is used to capture soft tissue injury and bone injury. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Pfs alleges pain in femur, weak, fatigue, walking difficulty, stiff bone, limited adl, excessive toxic levels of metal ions in the blood, metallosis in the right hip and tissue. After review of the medical records the patient was revised to address metallosis post mom tha, pain, elevated metal ions, fluid collection on MRI. Operative note reported some blood tinged fluid, metallosis, osteolysis, minimal bone loss. Operative notes (B)(6) 2019 indicate the patient received a revision of the right total hip due to increasing metal ion levels, pain, and MRI result of fluid collection. Upon entering the joint, slight osteolysis, metallosis and trunnions was noted, the joint was debrided. Head, liner, and cup revised. Procedure was completed without indication of complication by the surgeon. Doi: (B)(6) 2009 . Dor: (B)(6) 2019. Right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot : he product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation reported that the revised product was a depuy asr hip system. Litigation also alleges that the patient has experienced severe pain, weakness, difficulty walking. Fluid retention, anxiety, fear, mental anguish, emotional damages, and elevated blood level of chromium and cobalt. Doi: (B)(6) 2009. Dor: (B)(6) 2019. Right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. H10 additional narrative: added: b5, d10, g2, h6 (clinical code), h7, h9. H6 clinical code: appropriate term / code not available (e2402) is used to capture blood heavy metal increased and anxiety. Corrected: d1, d3, d4, d6a, e1, e2, e3, g1, h6 (impact code). E3 initial reporter occupation: lawyer.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain. Doi: (B)(6) 2009, dor: (B)(6) 2019, right hip.